Manufacturer narrative:
A1-a5) two sets of patient demographics were received from the site as the site was unsure what patient this issue occurred with. Patient 1 (age: 61, weight: 168, gender: male) and patient 2 (age: 56, weight: 175, gender: female). H3) the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The power conversion enclosure passed bench testing. The enclosure was installed on a test system. The system booted an readied as expected. Gain calibration was performed and invalidated home successfully. Multiple 2d and 3d images were performed without issue. There was no fault found with the power conversion enclosure. The standalone pcb was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to be confirmed. The standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. There was no fault found. The ps1 power supply was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed, output voltage failed and no dc voltage was present at the output. Analysis found that the reported event was related to an electrical issue. H6) fdr 213 and fdc 67 pertain to the analysis of the power conversion enclosure and the standalone pcb. Fdr 4203 and fdc 4307 pertain to the analysis of the power supply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The standalone, psi and power conversion system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion system, psi and standalone board have been returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an electrode and probe placement procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that when the site aligned the imaging device to take a confirmation spin in a dbs case, they heard a loud popping noise from the image acquisition system (ias) and they were unable to take 2d images. The site rebooted the system and it did not resolve the issue. The surgery was completed without the imaging device and there was no impact on patient outcome.